Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment showed all laser system functions were within specifications. During start-up of the system, the vacuum, the energy and the ablation tests were performed without any issue. Energy was only performed during startup and not as recommended, all two hours. The logfile showed multiple successfully performed treatments. The reported treatment could be identified in the logfile. No relevant deviation between planned and performed energy was detectable for the reported treatment. The logfile showed that the beam control check for left eye was done about multiple minutes before the laser fired instead of immediately before firing. Treatment for left eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A orthoptist reported an increased incidence of rainbow glare post lasik. There are multiple related reports for this facility. This report addresses a patient's left eye with surgery date of (B)(6) 2021 and other manufacturer reports will be filed.